Event description:
During a cataract extraction procedure, the pt suffered a corneal burn during the phacoemulsification portion of the procedure. One suture was required following the procedure. No additional injury was reported.